Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger emitting "chatter") has been confirmed. Upon investigation the battery charger/modem was unable to recognize a battery pack. The cause for the failure was isolated to a shorted q1 current controlling transistor and a contaminated battery board. The root cause for the shorted transistor and contamination could not be positively identified but was likely ingress of an unknown liquid. No adverse event resulted from the contaminated charger. The patient received a replacement battery charger/modem.

Event description:
A (B)(6) male patient's daughter called zoll customer support to report that the patient's battery charger/modem was emitting a noise. The patient was issued a replacement battery charger/modem.